Event description:
It was reported the critical alarm was heard once the day prior to this report and three times on the day of this report. The night prior to this report, the patient had leg spasticity that wasn't experienced "in years." Upon pump interrogation, it showed a motor stall, without recovery, and a tube set message had occurred. The pump log showed a stall on (B)(6) 2013 at 23:23 with the tube set message 24 hours later. The patient was at home at the time of the stall. There were no known electromagnetic interference (emi) exposures, or recent medical procedures. The patient was to be supplemented with oral medication and have surgery "as soon as possible." It was noted the elective replacement indicator (eri) was at four months and a pump replacement was planned for (B)(6). The pump was delivering baclofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).